Manufacturer narrative:
The investigation was carried out based on the reported information and the submitted electronic log file of the workstation cc. Several entries could be found that confirmed the reported ais supply low and no o2 supply alarms and indicated a failure of the inspiration unit. As long as the workstation cc detects a missing supply gas the airway system will be opened to allow spontaneous breathing. Similar cases are only very rarely reported. It was strongly recommended to return the workstation cc to the draeger repair shop for fix the problem. In case the device will be returned any additional findings will be provided within a separate follow-up report.

Event description:
It was reported that while the draeger infinity acs workstation cc was connected to a patient, the ventilator would intermittently alarm "air supply low; gs500 active" and "no o2 supply" for several seconds, activate the gs500, then resolve itself and run off of wall o2 and air like normal. This occurred several times. The respiratory therapist removed the device from service and another workstation cc was connected to the patient. No problem was observed with the replacement device. There was no patient injury reported.